Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue. Further analysis will be performed.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, an open lead fault was recorded followed by a shorted lead fault. Analysis concluded the device was not programmed off after explant at explant. This resulted in the open lead fault followed by a shorted lead fault recorded post explant. The shocks following the shorted lead resulted in charge timeouts and set the device to end of life. Analysis concluded all therapy was available while implanted and no episodes were recorded for the past year. .

Event description:
- -

Manufacturer narrative:
- -

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.